Event description:
Pt complaint of abdominal pain and soreness since surgery, as well as discoloration of the incision site. The pt claimed her previous physician has decided that the patch needed to be removed and scheduled her for explant surgery before relocating. Her current physician is looking to do a CT scan.

Manufacturer narrative:
The subject product has not been returned for evaluation. Therefore, no conclusion can be drawn.